Manufacturer narrative:
Model number: reservoir: 720185-01. Serial number: reservoir: (B)(4). Catalog number: reservoir: 720185-01. UDI number: reservoir: (B)(4). Expiration date: reservoir: 07/17/2015. Manufacture date: reservoir: 08/05/2013.

Event description:
It was reported that the patient presented to his physician with a malfunctioning inflatable penile prosthesis. The device had stopped inflating due to fluid loss from a cylinder tubing break above the pump. Two months later, the system was replaced with a 100 ml reservoir, pump, and 18cm x 10mm cylinders. The patient had no further complications.